Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving morphine (10.0 mg/ml at 1.504 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 the patient had the pump refilled and reported possible withdrawal symptoms (increased pain, shakiness, anxiety, chills, nausea, abdominal cramps, diarrhea, and sweats). On (B)(6) 2016 the patient visited the ER (emergency room) with chills, nausea, cramping, abdominal pain, diarrhea, sweats, and shakes. (B)(6) with codeine and ativan were initiated. The pump dose was increased (B)(6). The patient visited the ER again on (B)(6) 2016. On examination (B)(6) 2016 the patient had chills, cramping, abdominal pain, diarrhea, and "hurting all over". Laboratory testing was done (tests not specified) and there were no clinically significant abnormalities. A catheter access port (cap) contrast study was done and the pump, catheter, and rotors appeared to be functioning normally. During the pump check, 5 ml of medication was removed from the pump and was sent to the lab for analysis of the concentration of morphine. The liquid from the pump was found to be normal saline. The rotors and internal tubing were flushed during the pump check and the pump was temporarily refilled with saline. The pump was refilled with morphine sulfate in the clinic following the pump check and a 0.2 mg bolus was programmed. The outcome of the event was noted to be "ongoing". The event resulted in emergency room visits and an unscheduled clinic or office visit. The event was possibly related to the device or therapy, not related to the implant procedure, and possibly related to the morphine sulfate. The drug action that caused the event was noted to be "no change in drug".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause was unknown and still under investigation.

Event description:
Additional information was received. The hcp stated that the patient was no longer experiencing withdrawal symptoms at a (B)(6) 2016 clinic visit. Interventions included reprogramming to increase the pump dose on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.